Event description:
A malfunction was reported where a pump failed to start despite attempts to connect it using different cables and left without indicator lights. There was no information provided regarding the impact on the customer¿s blood glucose level. The pump is expected to be returned for further inspection, and a replacement pump has been arranged with serial number (B)(6).